Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead was found dislodged shortly after the initial implant. As result, the patient underwent a revision wherein the lead was extracted and replaced.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead was found dislodged shortly after the initial implant. Boston scientific received additional information that stated a physician attempted to reposition the lead on (B)(6) 2018. However, during the revision the lead continued to dislodge once placed. As result, the lead was extracted and replaced.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body revealed a cut in the insulation, likely caused during the explant procedure. Resistance tests were completed to assess electrical performance and all measurements were within normal limits. The electrode tip exhibited no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
It was reported that this right atrial (ra) lead was found dislodged shortly after the initial implant. Boston scientific received additional information that stated a physician attempted to reposition the lead on (B)(6) 2018. However, during the revision the lead continued to dislodge once placed. As result, the lead was extracted and replaced. No additional adverse patient effects were reported.